Event description:
The parents of a 10-yr-old male spina-bifida pt allegedly received a unit of contaminated (with fungus) dura substitute bovine pericardium. The parents reported the incident because they had heard that another child who received the material had died and yet another child had the material explanted. When a pre-surgical unit tested positive, the explant was negative. The child continues to have a low grade fever. The child had brainstem decompression surgery and was administered steroids post-op. Steroids suppress the immune system. Aspergillus is an opportunistic organism in immuno-compromised pts. The child has a cns shunt implanted; 2 revisions were needed post-op. The MFR said they had received 2 reports and did not think a packaging problem could lead to a fungal contamination due to the geometry. The co is mfg the same material for pericardial and vascular repair and has been engaged in mfg of this material since the 1980s. They have implanted over 70,000 units in that time. There have been no reports of such contamination, though there have been reports of leakage.